Event description:
It was reported that the large screwdriver handle (case (B)(4)) and the t25 self-ret screwdriver w/qc 178mm (case (B)(4)) are stripped and do not stay tight. The failure was noticed during set up or inspection. The procedure was completed using a sn backup device. No surgical delay or injury to the patient was reported.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.